Event description:
It was reported that, "pt originally had synthese tsn nail and converted to a primary hip in 2009. Pt fell after primary hip, and was revised to a rest modular."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.